Manufacturer narrative:
The product was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected. An invasive procedure was performed. The device was explanted and replaced and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.